Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. The returned device's visual inspection and magnetic sensor functionality tests were performed following bwi procedures. Visual analysis of the returned catheter revealed reddish-brown material inside and a hole in the pebax of the device. A magnetic sensor functionality test was performed, and the device was recognized on the system; however, error 106 was displayed on the screen due to an open circuit on the tip area. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the magnetic sensor of the catheter be disconnected. If the problem persists, replace the catheter cable or the catheter. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the complaint were found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that the carto 3 system displayed a magnetic sensor error (number unknown) when the thermocool® smart touch® sf bi-directional navigation catheter was plugged into the patient interface unit (piu). The cable was replaced without resolution. The thermocool® smart touch® sf bi-directional navigation catheter was replaced and the issue was resolved. The procedure was continued. There was no patient consequence. The customer¿s reported magnetic sensor issue is not considered to be MDR reportable since the most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. On 28-dec-2022, the bwi pal revealed that a visual inspection of the returned device found a reddish-brown material inside and a hole in the pebax of the device. This finding was reviewed and assessed the issue of a ¿hole¿ in the device is an MDR reportable malfunction since the integrity of the device is compromised.